Event description:
On 01/31/2012, the reporter contacted animas indicating that the down arrow button is not responding with every press. This reportedly began approximately 1 week prior. There is reportedly no peeling or damage to the keypad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of contamination found under all key contacts.